Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2017 for a high blood glucose of 251 mg/dl and diabetic ketoacidosis. The patient experienced vomiting and dehydration. The patient was treated via insulin drip. The customer was wearing the insulin pump at the time of hospitalization. During troubleshooting the insulin pump passed the high pressure test. The insulin pump was not returned for analysis.